Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
Per the clinic, the patient experienced severe skin reactions at the implant site. The patient was treated with antibiotics; however, the issue could not be resolved resulting in the decision to explant the device (B)(6) 2017.

Manufacturer narrative:
Per the clinic, it was reported that the patient experienced recurrent infections at the implant site. In (B)(6) 2017 the patient experienced an (B)(6) infection and in (B)(6) 2017, the infection recurred. The patient also experienced extrusion of the receiver/stimulator. Correction : the correct "implanted date" is (B)(6) 2016, not (B)(6) 2017 as previously reported.